Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 75% battery charge. The customer's blood glucose level was 278 mg/dl. The customer connected the pump to a power source to charge and the pump turned on. Reportedly, the customer continued to use the pump for insulin therapy but also had manual injections available.